Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the cause of the phenomenon is the faulty power unit. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "·avoid using the light source in a dusty environment. This may damage the light source. ·clean and vacuum dust the ventilation grills using a vacuum cleaner. Otherwise, the light source may break down and gets damaged from overheating.". Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that the main switch on the evis exera iii xenon light source does not operate as normal. The device did not turn on and there was no light indication for the main switch. The event occurred during preparation , prior to a diagnostic gastroscopy procedure. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, defective power supply was noted. Furthermore, dust was found inside of the power supply. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.